Manufacturer narrative:
The device was subsequently explanted due to a system upgrade and returned for testing. Upon receipt in our post market quality assurance laboratory, visual inspection revealed a weakened header bond. X-ray examination was performed. The header wires were verified to be intact. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Event description:
Boston scientific received information that this patient had undergone an ablation and was in an unspecified supra ventricular tachycardia (svt) which was being pharmacologically managed. The caller wanted to review the programming and markers that were being observed. No adverse patient effects were reported.